Manufacturer narrative:
Follow up report - additional information (05/12/2016): device evaluation of monitor sn (B)(4) was completed. As received the monitor displayed a service code 110 (overvoltage cleared no energy). The monitor did pass incoming functional testing of the ECG acquisition and pulse delivery circuitry. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. During investigation, it was found that the rear response button was defective. The response button was permanently activated without actuation of the response button switch. Upon opening the device it was observed that there was extensive liquid contamination and corrosion to the interior of the monitor. The observed contamination caused the service code and defective response button. The cause of the loss of ECG data and abnormal shutdowns during use was unable to be positively identified but was likely due to the extensive contamination. The root cause of the contamination was ingress of an unknown substance. Belt sn (B)(6) was returned to the distributor. It was reported that paramedics cut the electrode belt off of the patient. Evaluation by the distributor confirmed that the ECG c and d cable and dn to rear te cables were severed upon receipt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was always activated. The cause for the defective response button switch was the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
Follow-up report - additional information (05/12/2016): additional details were received by zmc on 04/15/2016 indicating that the patient that had last used monitor sn (B)(4) had passed away on (B)(6) 2016 at 4:30pm and that the device may have displayed an error. It was originally reported that the patient arrived at a medical center on (B)(6) 2016 due to a cardiac arrest event. A distributor representative reported that ems had cut the electrode belt off the patient and that the monitor had a blank screen. At the time of the call, the patient was reported to be unconscious in the hospital and the patient was not given replacement equipment. It was reported that the patient's doctors did not know at the time if they were going to continue the patient in the lifevest. It was reported that the lifevest did not treat the patient as ems cut the lifevest off the patient and treated him as necessary. In the additional details received by the distributor on (B)(6) 2016, the patient's wife reported that the patient was in the rest room at the time of the event and that the patient was not alert or pushing the buttons. She alleged that if the device had "went off" the patient might still be alive. Review of the patient's downloaded software flag data indicates that the patient was wearing the device on (B)(6) 2016; however, the ECG recordings were not available for review. Per the patient flags, the device entered a treatment sequence 8 times between 12:25:41am and 12:35:03am. As the ECG recordings were unavailable for review, we are unable to positively determine what the patient's heart rhythm was during these detections. The patient was not treated during these sequences due to a non-sustained arrhythmia detection between 13-18 seconds (detection 1-3, 6-7), the response buttons being pressed (detection 4 and 5), and an abnormal shutdown (detection 8). The device was not active at the reported time of passing on (B)(6) 2016. A us distributor returned monitor sn (B)(4) for an unrelated issue. Upon evaluation, it was found that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was always activated. The cause for the defective response button switch was the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) for an unrelated issue. Upon evaluation, it was found that the response buttons were non-functional.